Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 401 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was resolved during troubleshooting. Customer changed out their complete set and reservoir. Customer advised insulin exited the tubing and the device worked as designed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.